Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken yellow distal clevis at the section immediately below the distal idler pulley. The entire upper portion of the distal clevis, including the clevis ears that support the distal idler pulley, was missing and not returned. The remaining clevis surfaces does not show abrasions or scratches. As a result of the damage, the grip cable became derailed from its intended routing path and the conductor wire was exposed. The conductor wire was not damaged and passed electrical continuity testing. Additional observation: the pch instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. The derailed cable is consistent with the loss of structural support resulting from the fractured distal clevis. Visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have contributed to the cable derailment.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon noticed a piece was missing from the permanent cautery hook (pch) instrument. The customer pulled the instrument out and found a fragment in the cannula. The fragment was retrieved during the same procedure which was completed robotically. No post-operative imaging was conducted. Additionally, no post-operative complications have been reported.